Manufacturer narrative:
The missing information was unattainable from the hospital. Investigation in-process and will be filed in a supplemental report when the investigation is complete.

Event description:
The customer reported that during a procedure, the guidewire became unraveled and the sheath became shreaded. According to the customer, the patient was not injured nor was there any permanent damage to the patient. Also, there was no surgical intervention needed.